Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low shock impedance measurements less than 20 ohms. The patient received two 41 joule shocks and the shock lead integrity test (slit) indicated shock impedance measurements of 30 and 29 ohms from those shocks. There is noise on the shock channel which could be related to the shock vector distal coil to can. Technical services (ts) recommended performing maximum energy shocks for low slit. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.